Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and "bridge test fail" messages. Complainant indicated that there was no pt involvement in the reported malfunction.